Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that on one day postoperative visit after an intraocular lens (iol) was implanted, the surgeon noted that one of the haptics was in front of the iris. In a follow up, the surgeon explained that at some point during the one week postoperative time frame, the haptic moved back into proper position and the patient had 20/20 vision.